Event description:
The customer reported that erroneous cardiac troponin (accutni) results were generated on an access 2 immunoassay system for two patients on two days. This is report two of two and represents the erroneous and imprecise accutni results generated for one patient on (B)(4) 2011. The initial accutni result was elevated and outside the assay's normal reference range. Subsequently, the instrument assay was recalibrated and the initial sample was retested on the same instrument. The repeat result was lower, but still above the normal reference range. Collectively, the results exceeded the precision claims of the assay. It is unknown which result was reported outside the laboratory and while there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The sample was collected in a serum tube and was centrifuged prior to testing. The sample was aliquoted into a 0.5 ml sample cup for testing. Accutni quality control (qc) results met customer established specifications prior to the event. Beckman coulter inc. Assessment of customer supplied data indicated that instrument routine system check results generated prior to the event meet established specifications. However a system check run on (B)(4) 2011 failed the substrate ratio portion of the assessment. The substrate ratio assessment checks aspirate system function. Patient demographics were not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) cleaned the analytical module. The fse re-tensioned the incubator belt and changed out the aspirate probes and peri-pump tubing. The fse executed multiple accutni quality control assessments which yielded acceptable results. Upon the completion of necessary and verified repairs the instrument was returned into operation. Hardware is the likely root cause for this event. Mdrs associated with this event: 2122870-2011-04361, 2122870-2011-04362.